Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test failed. Failure traced to: a loud motor compressor. Replaced air supply assembly and liberty cycler performed the test successfully. A (as-received with reduced dwell) simulated treatment was performed and completed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection and hospitalization; however, no additional information was obtained. As a result, any temporal relationship existing between this infection and pd therapy, source of infection, treatment details and the patient¿s current disposition remain unknown. Upon review of the information provided in the intake, it was reported the patient was hospitalized with peritonitis due to an unknown etiology and transitioned to hemodialysis (hd) for renal replacement therapy on an in-center basis following this hospitalization. The patient¿s pd catheter (not a fresenius product) was removed as the patient will not resume ccpd therapy. There was no indication this event was related to the performance of any fresenius product(s) or device(s) in the initial reporting. Additionally, there was no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and associated hospitalization.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis cannot be determined. Though the cause was unknown, a majority of peritonitis infections are caused by nonadherence to aseptic technique through touch contamination involving the transmission of peritonitis causing pathogens. In the absence of the required information, the liberty select cycler with the liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis registered nurse reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection and hospitalization; however, no additional information was obtained. As a result, any temporal relationship existing between this infection and pd therapy, source of infection, treatment details and the patient¿s current disposition remain unknown. Upon review of the information provided in the intake, it was reported the patient was hospitalized with peritonitis due to an unknown etiology and transitioned to hemodialysis (hd) for renal replacement therapy on an in-center basis following this hospitalization. The patient¿s pd catheter (not a fresenius product) was removed as the patient will not resume ccpd therapy. There was no indication this event was related to the performance of any fresenius product(s) or device(s) in the initial reporting. Additionally, there was no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and associated hospitalization.